Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: c4tr01, crt-p, implanted: (B)(6) 2014; 6725, adaptor, implanted: (B)(6) 2014; 310c31, tissue valve, implanted: (B)(6) 2009. (B)(4).

Event description:
It was reported that within one day of implant, the lv (left ventricular) lead dislodged. After attempting to reposition the lv lea d, both the lv and rv (right ventricular) leads' insulation was compromised, so the physician explanted and replaced both leads. No patient complications have been reported as a result of this event.